Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 400mg/dl while wearing the pod on the back for an unknown duration. Patient was at work and experiencing elevated bg for 4 hours with tightness in her chest. Subsequently, patient visited the emergency room (ER). In addition to bg exceeding 400mg/dl, patient was diagnosed with low blood pressure measureing 100/40. No rooms were available, therefore, physicians were unable to administer intravenous therapy. Pod was kept on patient and boluses were administered. Patient was given an electrocardiogram and blood test. It should be known that patient did not receive the results of blood test, therefore, could not confirm whether or not she was in diabetic ketoacidosis. Patient was kept in the ER for approximately 6 to 6.5 hours.